Manufacturer narrative:
Part 359.218, lot 40p5776: manufacturing site: (B)(4). Release to warehouse date: february 10, 2020. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. A product investigation was completed: upon visual inspection, it was observed that the distal threads were broken. There were scratches and discoloration observed on the device but have no impact on the device functionality. No other issues were observed with the returned device. Dimensional inspection showed the relevant dimensions were conforming. Based on the date of manufacture, the current and manufactured revision of drawings were reviewed. The complaint condition was confirmed. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event as follows: it was reported an instrument were damaged following a case. There was no delay to the surgery and no patient impacted reported. Upon visual inspection, it was observed that the distal threads were broken. This report is for a hammer guide. This is report 1 of 1 for (B)(4).